Event description:
It was reported that during a lap cholecystectomy procedure, the clips were not forming correctly. They were not closing completely. They were able to use the device to complete the procedure. There was no adverse impact to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.